Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration pressure did not increase during the ultrasound and irrigation-aspiration steps of a cataract procedure. Leakage occurred from the cassette and the surgeon also suspected leakage occurring from the handpiece/tubing conjunction. The surgery was completed without product replacement. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of five complaints reported for this finished goods lot; however, this is one of four complaints reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. One used and three unopened samples were returned for this complaint. The samples were visually inspected and no obvious defects were found. It was noted that the drain bag from the used cassette was detached due to saturation. Two samples, including the used cassette, were randomly selected for testing. The samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully. No leakage occurred during testing. Both samples were able to reach a maximum vacuum within specification. The cavity of the aspiration fitting for sample one was cavity 3 and the cavity of the aspiration fitting for sample two was cavity 5. The root cause of the customer's complaint could not be established as the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned samples met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).